Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit; both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications have been reported as a result of this event.